Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.

Event description:
The customer reported while using the avea ventilator, it was alarming vent inop while on a patient. The customer stated the patient was resuscitated with a manual resuscitator with no patient harm or injury.